Manufacturer narrative:
The sample was returned for evaluation. A visual exam was performed and it was found that all components were intact and no obvious defects were found. The clear cuff of the sample was inflated to 20mbar with a calibrated endotest meter and the pressure in the cuff dropped rapidly. The cuff was inflated again and immersed in water in order to detect the leaking point. Air bubbles were observed coming out from the wall of the cuff. The cuff was then examined under 20x magnification and it was found to be torn. Based on the investigation conducted, the complaint of "cuff could not be inflated" was not confirmed. It was observed that the sample was used, and the wall of the cuff was torn. Although it could not be confirmed, the defect mode of torn cuff was most likely generated during the intubation of the patient. No corrective action taken.

Event description:
Complaint reported as the following: the balloon would not inflate. The defect was found during patient use. No patient injury reported.